Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited peeling on the coating of the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handing of the device. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: there is an inspection method for the relevant event in the instruction manual for tracheal intubation fiberscope lf-tp/dp/gp ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.